Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage found to the keypad. All the buttons responded appropriately to user presses. The keypad was removed and there was no damage found to the button contacts. Unrelated to the original complaint, when the pump was opened, there was moisture damage found inside the case. When the pump was powered on, the display appeared to be dim and discolored. Additionally, the battery compartment was observed to be cracked.